Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a trilogy 100 ventilator device's. The manufacturer received information that the patient alleging respiratory tract irritation, dizziness, headache and lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a trilogy 100 ventilator device. The manufacturer received information that the patient alleging respiratory tract irritation, dizziness, headache and lung disease. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The ventilator was returned to the manufacturer for evaluation and tobacco contamination was observed. No repair performed due to the device not needed for inventory. The unit will be scrapped.